Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. Device replacement is planned to be performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. Device replacement is planned to be performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device was not returned by the explanting hospital.